Event description:
It was reported that patient experienced a blockage that was likely at infusion set site on (B)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-51036 / initial 3 0f 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.